Manufacturer narrative:
A review of complaints determined that there are no trends for the product for the complaint issue. Return testing was not completed as returns were not available. Historical performance in the field of reagent lots using world wide data through abbottlink was evaluated. The patient median result for lot 12931un19 was analyzed and found to be within established baselines and confirms no systemic issues for this lot. Accuracy testing was performed for reagent lot 12931un19 using an internal troponin-I panel which was tested with a retained kit of the likely cause reagent lot. Acceptance criteria was met, which indicates acceptable product performance. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect stat troponin-I lot 12931un19. All available patient information was included. Additional patient details are not available. Refer to manufacturer report number 1415939-2019-00156 for additional lot# submission.

Event description:
The customer reported a falsely elevated stat architect troponin-I result on one patient. Results provided: 2.42 / 2.18 / 0.42 / 0.45 ng/ml / another architect = 0.40 / 0.47 ng/ml / siemens vista dimension = <0.02 ng/ml. The customers diagnostic cutoff is 0.04 ng/ml. No impact to patient management was reported.